Event description:
Patient called spontaneously to report that the thread on the mouth of the cadd ms3 (sn: (B)(4)) is broken. Pump was not and is not in use. No doses were missed and no adverse event occurred. Pump will be replaced and will be available for investigation. No other information known. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver.